Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part number: 04.168.475s, lot number: l961508, manufacturing site: (B)(4), release to warehouse date: 03. July 2018, expiry date: 01. June 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the patient underwent an open reduction internal fixation (orif) surgery for femoral neck fractures (fracture category: garden iii) using the femoral neck system (fns) implants. On (B)(6) 2020, a subtrochanteric fracture occurred due to the patient¿s fall and bone union was not achieved. On (B)(6) 2020, reoperation was performed to remove the fns implants and use dhs+6.5 ccs. The reoperation was successfully completed with a 120-minute delay. This report is for one (1) antirotation screw for femoral neck sys 75mm length - steril. This is report 1 of 4 for (B)(4). This complaint is linked to (B)(4).